Event description:
It was reported that the touch screen was frozen and not functioning. The customer plugged the pump into a power source and it was still unresponsive. Customer then held down the wake button and the touch screen became responsive.

Manufacturer narrative:
The product has not been returned for evaluation. Should new info become available a supplemental report will be submitted.